Event description:
It was reported that this patient experienced a posterior interventricular vein perforation during an attempted lead implant. The wire and attempted left ventricular (lv) lead were advanced into the pericardial space before being withdrawn. Then, the physician attempted to switch strategies to a left bundle branch (lbb) implant. The patient's blood pressure dropped, and the cardiac resynchronization therapy defibrillator (crt-d) was implanted with a plugged lv port. An echocardiogram confirmed pericardial effusion. As a result, a chest drain was inserted, which led to the recovery of the patient's hemodynamics. No additional adverse patient effects were reported. This lv lead has not returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.